Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 5/15/2019 and 7/11/2019. If explanted, give date: explant was scheduled for (B)(6) 2019 however not yet confirmed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon had a case where the outcome was off from expectation after implanting tecnis toric intraocular lens (model zct300 +23.0 diopter) into patient¿s right eye. Reportedly the lens was scheduled to be explanted on (B)(6) 2019 in secondary surgical procedure, however after several attempts of follow up, explant was not confirmed. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.